Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus element plus,mr,ous 4.00x24mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink located 18.5cm distal to the distal strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-may-2019. It was reported that crossing difficulties were encountered. The target lesion was located in a moderately tortuous and moderately calcified ostial right coronary artery. After pre-dilatation, a 4.00x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. The procedure was completed with a 3.5x20 promus element plus drug-eluting stent. There were no patient complications reported and the patient was doing well. However, returned device analysis revealed stent damage.